Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient experienced skin erosion at their device site. It was stated, the patient's device site "always looked a little purplish," but recently there was more redness and soreness at the pocket site. It was stated, the patient's wife "told the patient it looks like a corner of the ins (implantable neurostimulator) is almost through the skin." The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.